Manufacturer narrative:
DHR review not possible because lot number is not known. Sample evaluation not possible because device not returned to hollister for testing. Trend analysis conducted and this is appears to be an isolated event. Patient's weight is not known so an estimation was used. The root cause of the recurring urinary tract infections could not be determined.

Event description:
The end user reports that he has a bladder diverticulum (pouch in the bladder wall) and needs to catheterize 3 times a day for residual urine. He experiences recurring utis, approximately once every three months. His doctor said this is to be expected when he self-caths. They do not check to see if his diverticulum empties after he catheterizes. He said he experiences no problems catheterizing. He started experiencing symptoms of his latest uti on monday, august 3rd. He had a CT scan and a urinalysis on friday the 7th and they determined he had a bladder and kidney infection. He was placed on bactrim and then augmentin and is feeling better now.